Manufacturer narrative:
Stryker observed the issue during evaluation. The therapy connector was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was determined to be a damaged therapy connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, it was found that the device's defibrillation connection was difficult to connect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.